Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged past 70% despite the attempt of multiple usb cables, wall adapters and power sources. There was no impact to the customer's blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.